Manufacturer narrative:
Voluntary medwatch received mw5156790. D4 - primary unique device identification (UDI) number cannot be provided as a product identifier could not be obtained.

Event description:
It was reported via voluntary medwatch that this implantable lead was explanted due to infection. No additional adverse patient effects were reported.